Event description:
A report was received that the patient had inadequate stimulation due to high impedances on the right lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had inadequate stimulation due to high impedances on the right lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8216-50 (sn: (B)(4)). Device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead. Additional visual inspection found that the lead body was kinked right at the proximal end of the retention sleeve. The broken cables resulted in the reported complaint of high impedance exhibited.